Event description:
Event description guidant received information that after being in service for one month, this right ventriular lead had dislodged, due to a patient related condition. The lead was removed and successfully replaced.